Event description:
Discordant advia centaur bnp and troponin results were obtained on pt samples. The results were reported to the doctor(s). The results were questioned when a problem was discovered with the bnp qc values. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discordant bnp and troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant bnp and troponin results was due to operator error. The operator put base reagent in the position for wash 1. The fse removed decontaminated the lines and performed a daily cleaning procedure. The instrument is performing within specifications. No further evaluation of the device is required.